Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild calcification, a 3.5x28 mm xience v stent was implanted and a dissection occurred. The dissection was treated; however, the hospital did not specify type of treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.